Event description:
Customer initially reports two pts had tooth extractions and developed infections. Physician reporting because lots are part of the recall notice received from integra. (B)(6) 2013: doctor provides the following information: patient (B)(6). (B)(6) 2013: presented with complaint of pain on biting upper right side. Radiographic evidence of external resorption db root. Referred to endodontist for eval or treatment (tx). Endo report = non-restorable. Tx: ext, graft for implant. (B)(6) 2013: presented for extraction. Surgical extraction via split root to preserve buccal plate and not reflect tissue. Straumann bone, helioplug, cytoflex 3 x 3.0 silk. One week suture removal. (B)(6): pt complained of pain and swelling, exudate in extraction site. Debride, irrigate with peridex, and flagyl (amox allergy) for infection. One week follow-up. (B)(6) 2013: healing within normal limits.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported information.